Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was capped and replaced due to high thresholds. The ICD was replaced due to early eri.